Manufacturer narrative:
Based on the serial number, the device was manufactured in october 2012. Voluntary report: complaint not confirmed. The technical process specialist attempted to reproduce the failure about 10 times without success. The service history was reviewed and no relationship to this complaint was found. The previous preventative maintenance was performed in february 2017, 25 months prior. Per the vendor, no abnormalities were found however, the preventative maintenance was overdue. A two-year review of complaint history revealed there has been 37 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instruction for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. The recommended service interval for this device is 24 months. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a procedure the as-ifs1 displayed the error message "electronic error! Change gas bottle! Airseal shutdown in 100 seconds" it appeared insufflation was stopped. They changed out to another company's insufflator. Although an injury was originally reported by the camera brushing against an organ/tissue/ abdominal wall, the bleeding was stopped before surgery ended. This type of event is a known risk of doing laparoscopic surgery. There was no impact to the patient. There was a 60-minute delay reported, but no information was provided to explain this type of delay. The deflation occurred at the beginning of the surgery. This report is being raised voluntarily due to the reporting of the event in (B)(6).